Manufacturer narrative:
The device has been received for evaluation. Once completed a supplemental report will be submitted.

Event description:
Medtronic received information that when removing the catheter, the device fractured approximately 7cm from the tip. While attempting to de-clot a dural sinus, the catheter became trapped between the clot and wall of sinus. The physician was unable to remove the catheter, which eventually fractured approximately 7cm from the tip. The physician was unable to snare the fractured 7cm segment so it was left in place trapped within the confines of the chronic clot in the patient's dural sinus. The devices and accessories were prepared per the IFU. There was no friction felt during injection, the catheter tip became entrapped and vasospasm occurred. The patient is doing well with no further complications since the procedure.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation the arc intracranial support catheter was returned for analysis. Approximately 14.8cm of the catheter distal end and tip were missing from the catheter. It was reported that this segment remains within the patient. Approximately 1.5cm of inner wire was found to be missing from within the distal end of the catheter. Approximately 0.5cm and 0.8cm of inner wire were returned. The tubing material at the proximal separated end exhibited with stretching and jagged edges. The catheter was flushed and water and blood exited from the separated end. No other anomalies were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation - additional information based on the device analysis and reported information, the customer¿s reports were confirmed. The ¿moderate vessel tortuosity¿ and challenging anatomy (dural sinus) likely contributed to the ¿resistance during delivery¿ issue possibly resulting in kinking or damage to the catheter. In addition, the ¿vasospasm¿ likely contributed to the ¿catheter entrapment¿ issue. In this event, use context likely contributed to the separation issue as the catheter was ¿torqued¿ and delivered against ¿resistance¿. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the arc intracranial support catheter IFU (instructions for use): ¿the arc intracranial support catheter is indicated for the introduction of interventional devices into the peripheral and neuro vasculature. Do not advance or withdraw the arc intracranial support catheter against resistance without careful assessment of the cause using fluoroscopy. If the cause cannot be determined, withdraw the device. Moving or torqueing the device against resistance may result in damage to the vessel or device. Torqueing the catheter may cause damage which could result in kinking and possible separation along the catheter shaft. Should the system become severely kinked, withdraw the entire system (arc intracranial support catheter, guide wire and catheter sheath introducer).¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.